Manufacturer narrative:
Based on the details of the complaint the physician experienced difficulties pulling the advanta v12 back through the introducer sheath after deflation of the balloon. The details mention that 40 seconds were used during the deflation of the balloon as specified in the instructions for use. However they do not mention if full deflation was observed under fluoroscopy prior to withdrawal also specified in the instructions for use. The device in question was not returned and no images of the device were received for evaluation. Multiple questions regarding the reported event were asked from the reporting facility without any response. During the process of manufacturing a sampling of devices is performance tested to ensure the integrity of the product from every production lot of catheters produced. The sampling is based on an aql sampling based on product lot size. Typically 20 samples are tested from every product lot. There have been no nonconformance's related to an incident during the product performance testing where a advanta v12 was unable to be withdrawn back through the introducer sheath going back 2 years. This lot of catheters passed all quality and performance criteria without any non-conformances. This includes a verification of the inflation skive holes under the balloon and at the inflation manifold to ensure the data collected during the manufacture of the product was accurate. There were no data points outside the acceptable range. A review of the most recent design validation "design verification-v12/icast otw iliac covered stents, 5-10mm diameter report" based on 59 samples of the 9mmx 59mm x 120cm long catheters where simulated use tested show that the balloon was able to be deflated and pulled back through the introducer sheath without incident. The introducer sheath used during this testing was the 7french cook introducer sheath. This testing was also conducted on the larger 10mm x 38mm device as well as the 10mm x 59mm device all with a sample size of 59 devices without issue. Based on the details of the complaint, the lack of the physical product for evaluation or images from the case the complaint cannot be confirmed. H3 other text : device not available for return.

Event description:
N/a

Manufacturer narrative:
On completion of the investigation a follow-up report will be submitted.

Event description:
Report received stated that during a iliac kissing procedure the stent was deployed at 12 atm. The physician aspirated the balloon for 40 seconds per the instructions for use and the balloon got stuck in the sheath. The physician had to cut the balloon catheter to remove.